Manufacturer narrative:
The user was hospitalized for an unrelated medical condition, identified as pneumocephalus (air pocket in the brain). The user reported that they are doing better. Per data management system (dms) review, the user has not been using the system, as the user reported that the transmitter was lost during the hospitalization.

Event description:
Senseonics was made aware of an incident where user was hospitalized for an unrelated medical condition, identified as pneumocephalus (air pocket in the brain). The user reported that they are doing better. Per data management system (dms) review, the user has not been using the system, as the user reported that the transmitter was lost during the hospitalization.